Event description:
It was reported that when the physician was trying to place the lead through an epidural needle it felt as if it were "catching on something." After attempting to remove the lead, it would not pass through the needle at which point the needle and lead were removed together to reveal that one of the contacts had become stuck on the needle tip. Subsequently, a new lead was placed without incident and the patient was currently mid-way through her trail period and doing well.

Manufacturer narrative:
(B)(4).